Manufacturer narrative:
Device is available for return but has not yet been received. The device history records were reviewed for this manufacturing lot and there were no non-conformities thought to be related to the reported event. (B)(4). Hyphema and anterior chamber collapse are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during attempted istent implantation, the anterior chamber collapsed, resulting in hyphema. The surgeon had attempted the istent procedure prior to performing the cataract portion of the procedure. Prior to surgery, the patient was taking blood thinners and had elevated systolic blood pressure (200's), however this medical history was unknown to the surgeon until it was reported to him intraoperatively. The surgeon stated that the blood thinners and elevated blood pressure contributed to the hemorrhage. The etiology for the anterior chamber collapse is unknown. No stent was implanted and the cataract surgery was unable to be completed. The wound was sutured using a single suture. Additional information has been requested.

Manufacturer narrative:
The device evaluation report was completed on 9/29/2016. The following items were shipped with returned product: unit carton box, patient i.d. Labels, patient i.d. Card, IFU, inner thermoform packaging tray, inserter, and istent. The following observations were made about the condition in which the returned product was received. The tyvek seal had been removed from the outer thermoform packaging tray. The stent was found grasped by the inserter. The inserter was properly grasping the stent by the snorkel of the stent. The inserter was visually inspected and no nonconformities were observed. However, it was noted that residue was on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. The following functional tests were performed on the returned product. The inserter was functionally tested and found to function as intended. Using the same inserter and stent, the stent was re-grasped and released 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. The IFU for the gts100 was reviewed. The instructions for use indicate that "cataract surgery with iol implantation should be performed first followed by implantation of the istent. (B)(4).